Event description:
It was reported that; blocker insert's tip was broken during the surgery at hospital. The surgery was completed successfully with spare blocker inserter.

Manufacturer narrative:
Method: visual inspection, device history review, complaint history review, risk assessment; result: no relevant manufacturing issues were identified during DHR review. The device was confirmed to be fractured upon inspection. Conclusion: the most likely cause of the reported tip fracture is an overload due to over-torquing of the device.

Event description:
It was reported that; blocker insert's tip was broken during the surgery at hospital. The surgery was completed successfully with spare blocker inserter.